Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with information on how to reset the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the malfunction code recurs, which the caller acknowledged and understood.